Manufacturer narrative:
The device was received with no output and no telemetry. The original device battery voltage was at end of life (eol). Analysis performed after installing new battery and reloading product code did not find any anomaly. The implant duration exceeded 75% of its projected longevity and is considered normal battery depletion. There was no evidence of premature discharge of battery.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was found in backup mode. Premature battery depletion was suspected but could not be confirmed. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.